Event description:
It was reported that when maintaining the catheter, the nurse found liquids leaking from the insertion site and suspected that there were sand holes with the catheter. Pulled out the catheter for inspection, but no sand holes found and liquids continued leaking from the insertion site. Ultimately, the catheter was removed and a new one was placed.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a leaking catheter was unconfirmed because the problem could not be reproduced. The product returned for evaluation was one 4fr s/l groshong nxt clearvue catheter. Usage residues were observed throughout the sample. The catheter was received assembled with a two-piece connector. An attempt to infuse water through the sample using a 12ml syringe revealed the sample to be patent to infusion and aspiration with no observed leaks. No leaks were observed during sustained (>15 seconds) hydraulic pressurization of the sample. Microscopic inspection of the sample did not reveal any evidence of damage or leakage. No deficiencies were discovered during evaluation of the returned sample. Consequently this complaint is unconfirmed at this time.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of redw3754 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that when maintaining the catheter, the nurse found liquids leaking from the insertion site and suspected that there were sand holes with the catheter. Pulled out the catheter for inspection, but no sand holes found and liquids continued leaking from the insertion site. Ultimately, the catheter was removed and a new one was placed.